Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on (B)(6) 2022. During scope cleaning, the hedgehog long brush side became caught and could not be released, despite multiple attempts. The endoscope was shipped to olympus for repair, which is expected to take some time. The physician stated that the cause is unknown at this time, but probable flaws could result in repair costs. There was no patient involvement with this event. Investigation results revealed the brush was broken; therefore, this is now an MDR reportable event (see block h10 for investigation details).

Manufacturer narrative:
(B)(6). Block h10: the returned trapezoid basket was analyzed, and a visual evaluation noted that the that the returned brush had separated; the large brush head was separated from the catheter. There was no evidence of material defect or deformation at the area where the brush head had separated. The ball tip diameter of both brush heads was determined to be within specification. Signs of damage to the working length was seen in the form of scratches. The reported event was not confirmed. Based on all available information, it is possible that factors of the procedure and interaction with the working channel of the scope caused the reported event of failure to remove to occur. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.